Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the user filled the cartridge with 460 units. The user attempted to reload the cartridge multiple times and on the 3rd attempt, the user was able to successfully load the cartridge. There was no impact to the user's blood glucose level. Additionally, it was reported that the pump fill estimate was inaccurate and that after 30 hours of remaining static, the insulin gauge started to count down as expected. The user successfully loaded a new cartridge.